Manufacturer narrative:
Philips has further investigated this complaint. According to the additional information received, during the investigation, it was confirmed that the event involved an allura xper fd20/20 system, product code: 722038, serial number: (B)(6); the system with serial number (B)(6) was not involved. The issue occurred when the system reached its final position. The procedure could not be completed, the sheath was removed, the patient was returned to the ward, and the procedure was rescheduled. The hospital reported that there was no patient injury. Further assessment was performed by a third-party maintenance provider, and philips was not contacted for system handling. No log files or diagnostic information were available for review. Philips has made a good faith effort to obtain further information on the clinical and technical information. However, the customer has not provided the requested information. Based on the available information, philips is unable to determine the root cause of the reported issue.

Event description:
It was reported to philips that during a cerebral angiography, the arm of the digital subtraction angiography (dsa) philips for now interprets this as the c-arm capturing images for dsa would not move. The system was restarted without resolve, and the procedure was aborted. The report indicated that an injury occurred; however, no further details regarding the alleged injury have been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has further investigated this complaint. According to the additional information received, during the investigation, it was confirmed that the event involved an allura xper fd20/20 system. Product code: 722038, serial number: (B)(6); the system with serial number 1447 was not involved. The issue occurred when the system reached its final position. The procedure could not be completed, the sheath was removed, the patient was returned to the ward, and the procedure was rescheduled. The hospital reported that there was no patient injury. Further assessment was performed by a third-party maintenance provider, and philips was not contacted for system handling. No log files or diagnostic information were available for review. Philips has made a good faith effort to obtain further information on the clinical and technical information. However, the customer has not provided the requested information. Based on the available information, philips is unable to determine the root cause of the reported issue. The serial number and manufacture date have been updated.